Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic low anterior resection, when the back side of the clamp arm touched the small intestine, it adhered to enteron of the small intestine. Surgeon commented that heat of the jaws was higher and the clamp arm attached to the tissue. When the device was removed from the tissue, the small intestine got a small hole. The hole was sutured. Then, another device was used to complete the case. The device was activated for a short time with a small bite at each activation, so the jaws did not clamp too much tissue. The surgeon commented that he did not activate the device without clamping tissue. The device was used on the ileum and the rectum. The blade tip was not broken off and no pieces fell into the patient. As of now, the patient is hospitalized.

Manufacturer narrative:
(B)(4). Batch # r92w9c. The device was returned with no apparent damage. The device was connected to a gen11 and the device was functional and worked as intended. The device was tested with the test media and performed as expected and no anomalies were noted. There were no anomalies noted with the functionality of the device. When the device was disassembled to inspect the internal components, no anomalies were found. It could not be determined what may have caused the reported incident. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.